Event description:
At 11:00am, the pt performed a blood glucose test on the suspect device and the result was 259mg/dl. Pt thought this reading was too high and did not retest. Pt then took 10 units of humulin insulin and left home to go to a restaurant. Pt began to feel low and drank a sprite with sugar and performed a blood glucose test on the suspect device and obtained a reading of 58mg/dl. Pt continued to drink sprite and sugar and retested. Retest values were 31, and 19mg/dl. Pt went to a local emergency room where they checked pt's blood glucose on their device and the result was 43 mg/dl. Pt was given glucose via IV, food and orange juice. Pt was released several hours later.